Event description:
A Barostim system was implanted on (b)(6)-2026. While the patient was extubated, the oxygen level dropped to 83-94% with a blood pressure of 230/120 and a heart rate of 150-160 beats per minute. Racemic epinephrine was administered and the patient was monitored in the(b)(6) where the patient leveled off and was stabilized. It was noted that the vocal cords may have been swollen from intubation, and the patient experienced stridor and a hoarse voice. The procedure was delayed by approximately 20 minutes. The patient remained in the hospital overnight for observation. Per the anesthesiologist, the cause of the event was intubation and extubation.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was due to intubation and extubation of the patient during the procedure. The Device History and Sterilization Record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.(b)(6).